Event description:
After placement of the sherlock power PICC, the chest xray showed a small wire in the pulmonary artery. This was removed by the interventional radiologist. The small wire was at the top of the stylet wire, which had separated from the rest of the wire. The tip has a small magnet added to it for tracking of the progression of the catheter as it is being inserted with the bard sherlock technology.====================== health professional's impression======================the stylet in the PICC magnet tip separated from the rest of the wire and embolized to the pulmonary artery requiring interventional radiology to place a line into the femoral artery and pull the piece of the stylet out.